Manufacturer narrative:
A visual, dimensional, and chemical inspection were performed on the returned device. The reported material separation was confirmed. The reported peeled/delaminated polymer could not be confirmed; however, it is possible that the noted polymer damage was inadvertently reported as peeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on this evaluation, a potential product quality issue has been identified. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
Subsequent to the initial medwatch report, the following information was received: it was reported that the polymer jacket had separated from the guide wire but remained around the wire.. No additional information was provided.

Event description:
It was reported that the procedure was performed to treat a mildly calcified lesion in the right popliteal artery. An ht command 18 guide wire (gw) was advanced without resistance to the target lesion. Then the physician wanted to exchange the guide wire, so an exchange catheter was advanced to keep access and the command guide wire was withdrawn without resistance. Outside the anatomy, the physician was surprised to see that the polymer jacket had [slipped off] the guide wire but remained attached to the guide wire. There was nothing left in the patient anatomy. There was no interaction of devices or resistance during advancement or withdrawal. A new guide wire was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.